Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Adverse events associated with patient's vaginal prolapse procedure reported via 2210968-2022-08735.

Event description:
It was reported that a patient underwent an inguinal hernia repair on an unknown date in 2017 and the mesh was implanted. It was reported by the patient that in 2017 the patient had a hernia mesh repair operation that was supposed to be keyhole surgery to groin. It was reported that it ended up having to cut the patient open more than keyhole and the patient was left to rot in pain full of infection. It was reported that the patient lost everyone, love, nearly lost mind and nearly killed herself twice. It was reported that the patient suffers severe nerve pain, infections 24/7, severe skin problems, severe scarring, severe health issues, and now this year the patient is going to have hernia operation redone and full hysterectomy. It was reported that the patient has undergone severe tests and was told that the mesh had been recalled in the groin hernia operation. It was reported that the patient is not able to have sexual intercourse due to pain infections and the scarring. It was reported that the patient has severe life-threatening health, mental, and physical health.